Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 : the patient presented with the following preoperative diagnoses: severe stenosis of l2-3; status post prior fusion for l1 bursa fracture status post lumbar fusion for stenosis and degenerative disease; disc herniation at l2-3 at l2-3 on the right; degenerative disc disease and kyphosis. The patient underwent the following procedures: l2-3 lamina decompression; decompression of the l2-3 roots; decompression of the thecal sac and l2-3 transforaminal lumbar intertransverse fusion; posterior l2-3 instrumentation; use of rhbmp-2/acs; removal of morphine pain pump. Per the op notes, after the disc was removed, the 10 mm cage was impacted into position in oblique fashion. The cage was packed with rhbmp-2/acs. After instrumentation, the l2-3 intertransverse area was decorticated. Rhbmp-2/acs as well as local autograft was then placed in the intertransverse zone bilaterally. No patient complications were noted. On (B)(6) 2007: the patient presented with tightening moving down into her thighs to the point that it was difficult to straighten her legs causing her to walk with a kyphotic forward leaning posture. Impression: l2 and l3 spinal stenosis plus a failed intrathecal pump. On (B)(6) 2010 : the patient presented with a preoperative diagnoses of l2-3 pseudoarthrosis and degenerative disc disease and l1-2degenerative disc disease, kyphosis, status post prior multiple lumbar surgeries, and instrumentation prominence. The patient underwent the following procedures: exploration of fusion; removal of l2, l3 pedicle screws; extension of fusion to l1-2; rhbmp-2/acs and pedicle screws l1 with connection to construct l3-s1 with a rod connector; use of allograft. Per the op notes, following re-instrumentation, the bony area was decorticated extensively and then a medium package of rhbmp-2/acs rolled over allograft bone.....then placed in the posterolateral region after decortication between l1 and l3. No patient complications were noted. On (B)(6) 2010: the patient was discharged home. Post op labs: postop h and h showed a hemoglobin of 11.6, hematocrit 33.1. Sodium was 143, k 3.8, chloride 106, bicarb 25, bun 14, creatinine g.6.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.